Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in four segments. The helix was fully extended, physicially intact, and there were no anomalies noted. Resistance testing was completed on the segments to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the reported clinical observations.

Event description:
Boston scientific received information that in 2009, after this right ventricular (rv) lead was implanted, the patient experienced a perforation that led to pericardial effusion. A revision was performed and the lead was "changed" meaning it was either repositioned or explanted. The exact details are currently unknown. In addition there was low sensing noted on the rv lead but this was known and was taken into account when programming the associated device. No additional adverse patient effects were reported. Additional information was received four years later from a competitor that the patient with this rv lead collapsed and died. Attempts to interrogate the competitor's implantable cardioverter defibrillator (ICD) were not allowed by the legal authorities in germany as the death is currently unexplained. The competitor's field representatives will attempt to interrogate the ICD once it is released. There were no reported allegations against the rv lead in relation to the patient's death. The lead was explanted and erroneously returned to the competitor initially. The lead was then later returned to boston scientific and is currently undergoing laboratory analysis.